Event description:
On (B)(6) 2026 the patient reported skin irritation in the form of blisters/welts while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot # p203767). The patient sought medical treatment for the skin irritation and was prescribed cream by their healthcare provider. Due to the skin irritation, the patient discontinued use of the device despite not having reached their end of service (eos) date. The patient confirmed they had followed the recommended skin preparation steps and reported no history of skin sensitivity or allergies.

Manufacturer narrative:
On (B)(6) 2026 the patient reported skin irritation in the form of blisters/welts while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot # p203767). The patient sought medical treatment for the skin irritation and was prescribed cream by their healthcare provider. Due to the skin irritation, the patient discontinued use of the device despite not having reached their end of service (eos) date. The patient confirmed they had followed the recommended skin preparation steps and reported no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.